Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of hernia was not reported. The patient was not hospitalized for the event. It was reported that the hernia was first diagnosed years before starting pd therapy and that it did not worsen with therapy. The patient was scheduled to have hernia repair surgery. The patient had not recovered from the event at the time of the report.. No additional information is available.